Manufacturer narrative:
A4) patient weight - not available from facility. B6/b7) patient information regarding relevant tests/laboratory data or medical history - not available from facility. D4) device serial number - not available from facility. H3) the 14f glidelight was discarded, thus no returned product investigation was performed. H6) great vessel and cardiac perforation are known risks of complication with use of the glidelight device. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.

Event description:
A lead extraction procedure commenced to remove a right ventricular (rv) lead due to the lead perforating the rv and was adhered to the lateral wall of the svc. A spectranetics lld lead locking device (lld) was inserted into the rv lead to provide traction from the pocket, along with a cook medical ensnare to pull traction from below. Beginning with a spectranetics 14f glidelight laser sheath, progress was achieved through the innominate vein and superior vena cava (svc), when the lead freed. The ensnare was released, and the lead and tools were removed from the body. However, approximately two to three minutes after, the patient¿s blood pressure dropped, and rescue efforts began, including rescue balloon, bypass, and sternotomy. A large svc/ra junction perforation was discovered and repaired. The patient¿s vasculature was very frail, and rv function was low; therefore, the patient was put on extracorporeal membrane oxygenation (ECMO) to recover. The patient survived the procedure. This report captures the 14f glidelight in use when the perforation occurred, requiring intervention. There was no alleged malfunction of the glidelight device in use during the procedure.